Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed and was determined to be use related. Two j-tip guidewires were returned for evaluation. An initial visual observation showed a bend in one of the guidewires, approximately 66.5 cm distal to its proximal end. Bends were observed in the other guidewire approximately 24.2 cm and 42.1 cm distal to its proximal end. A microscopic observation revealed blood residue on both guidewires. Some coils of the coiled wire of both samples were observed to be slightly unraveled at the bends in the guidewires. The evidence of use observed on the guidewires, as well as the location of the damage on the guidewires, suggest the returned guidewires were likely damaged during use. The product IFU states: ¿if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of reat0178 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was bent. It was stated a bend was noted in two guidewires, this report address guidewire one. On 8/24/2018 - returned wire is kinked.